Event description:
Revision surgery - chronic dislocation. Patient has acromion fracture that healed in the inferior position causing loss of deltoid tension. No product failure indicated during revision surgery.